Manufacturer narrative:
This product is registered as a combination product.the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a post implant procedure check on (B)(6) 2020. It was noted that the atrial lead had fallen out of place. The lead was then repositioned successfully in a different area of the atrium. There were no further adverse consequences to the patient. The patient was discharged from the hospital in stable condition.